Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformance's. During the investigation mmdg was able to confirm that the pump was not audibly alarming. The failure was due to a broken speaker. The pump did not audibly alarm, however, the alarms were still functioning and would appear visually on the pump screen. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump had no audible alarms. The initial reporter also stated that this occurred during testing and no patient was involved. (B)(4).